Event description:
Total knee replacement, stryker, triathlon robotic, (B)(6) 2020 revision surgery, number 1 (B)(6) 2021 revision surgery, number two (B)(6) 2022 after the third surgery it was still popping, clicking, clunking and hurting so I sought out for second opinion from dr. (B)(6) at the (B)(6) where he determined it was loose and had to be completely replaced with a cemented knee.